Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 500 mg/dl associated with a leaking cartridge, lot 35048, and the cause of the leak was undetermined. Investigation of this case revealed a reported leak from the cartridge without a confirmed root cause. No symptoms associated with elevated blood glucose reported. Outcomes included user-performed troubleshooting, a cartridge and supply change, and return of glucose to range without medical intervention; replacement cartridges were provided, and education was given not to use meal announcements to correct highs. It was concluded that the event involved hyperglycemia likely related to the reported leak, with resolution after supply replacement and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.